Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. A manufacturing evaluation was completed: one article of application instrument for sternal zipfix, 03.501.08 was received. The operation lever of the zipfix instrument doesn't work. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The operation lever (trigger) cannot be operated. The position of the leaf spring mechanism does no longer match with the drawing; the leaf spring mechanism of the instrument is bent. The operating lever cannot be operated due to the strong bending of the leaf spring mechanism. Mishandling cannot be excluded. Only high force could have led to bend the leaf spring mechanism. Complaint is confirmed but not manufacturing related, the device did pass the 100% function test after manufacturing, so the deformation was caused post-manufacturing. A product development evaluation was completed: the device does not show any markings on its components which would indicate extensive use. No components are missing or seem to be loose. The sheet metal components which prevent the user from tensioning while cutting are deformed. The deformed sheet metal components are symmetrically deformed and prevent the user from tensioning the inserted implants with the instrument. The root cause of this deformation cannot be identified by product development. (B)(4).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger on the application instrument for sternal zipfix is not working. This was discovered during field equipment inspection. No case or patient involvement. This is report 1 of 1 for (B)(4).